Event description:
Code blue called at 8:30 am on pt in day surgery. Pt was to undergo a right tympanoplasty for chronic perforation of the right ear secondary to numerous ear infections. The pt was on the or table under general anesthesia, with preparation to begin surgery when the pt went into asystole cardiac rhythm with a few escape beats. Resuscitation measures were successful and the pt was transferred to the critical care unit. The pt remained comatose and died fifteen days later. The drager anesthesia machine alarm was not heard in the or suite by the operating room team. Same anesthesia machine was used on two successive cases on event day. Taken out of operation at end of day for event log analysis by manufacturer.